Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 3.00 x 24mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The proximal end of the stent was damaged with stent struts lifted and pulled distally. The undamaged crimped stent od(outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube, the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 3.00 x 24mm synergy ii drug eluting stent was advanced to treat the lesion; however, the stent was lifted. The device was removed and the procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00 x 24mm synergy ii drug eluting stent was advanced to treat the lesion; however, the stent was lifted. The device was removed and the procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was stable.